Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system made a loud popping noise and the images were dark during a case. No pt injury was reported.